Manufacturer narrative:
The beckman coulter (bec) field service engineer (fse) noted flattened peristaltic pump tubing and clogged dispense probes allowing for inefficient washing in the reaction vessels. The fse replaced the dispense probes and associated peristaltic pump tubing. The fse performed preventative maintenance on the access 2 immunoassay system. The fse verified repairs by performing a passing high sensitivity system check. In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction. The clogged dispense probes and flattened peristaltic pump tubing was causing inefficient washing in the reaction vessels.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for one (1) patients. The customer obtained an elevated access accutni+3 result, above the normal reference range of the assay, on the access 2 immunoassay system (serial number (B)(4)). The customer repeat tested the sample twice on the same access 2 immunoassay system and obtained lower results, within the normal reference range of the assay. It is unknown if the initial elevated access accutni+3 result was reported outside the laboratory. There was no report of any change or impact to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. All system parameters, including access accutni+3 quality control (qc), access accutni+3 calibration and system check, were within assay and instrument specifications. Sample information, such as sample collection device, centrifugation speed and time, were not provided. The customer did not note sample integrity issues.